Event description:
It is reported that over a five (5) year period there were a total of six (6) patients with fms signal inserted who developed rectal mucosa laceration. These patients were diagnosed by colonoscopy with rectal mucosa laceration and treated by a colorectal surgeon. It is also reported that the patient(s) met criteria for fms signal insertion, and device was discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. (B)(4) reports that she does not have any further information or lot number to provide. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. Please note: a total of six (6) patients developing rectal mucosa laceration; therefore, a separate 3500a form has been completed for the other cases under patient identifier numbers: (B)(6), and manufacturer report numbers: 1049092-2014-00129, 1049092-2014-00130, 1049092-2014-00132, 1049092-2014-00133, 1049092-2014-00134 respectively. This report represents patient instance number 5. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.